Manufacturer narrative:
The scanner displayed a power loss during scanner setup for the patient. The corrective measure was taken to reboot the scanner after shutting down the ac input breaker. Upon reboot, the scanner is working as designed. No harm to the patient or the user.

Event description:
The scanner displayed a power loss during scanner setup for the patient. The patient was not scanned and was transported to the hospital causing delay in treatment.